Event description:
During coronary drug eluting stenting treatment procedure crossing difficulties were encountered. The physician was unable to cross a lesion in the circumflex (cx) artery with the taxus express2 8.8% 2.5 x 20 mm drug eluting stent. The physician then predilated the lesion twice, however the stent continued not to cross the lesion. There were no pt injuries.